Event description:
It was reported that a loud "popping" noise came from the 9800 system. The problem could not be duplicated and there was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be duplicated. However, identified the need to regrease the high voltage cables at both the tube and tank ends. Regreased the cables. The system was tested and found to be working as intended and placed back into service.